Manufacturer narrative:
Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range, however, the pump had been exposed to moisture. The customer's blood glucose was 120 mg/dl. Reportedly, the altitude alarms were cleared by reloading the cartridge.